Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker longevity dropped for ten years in a short period of time. Boston scientific technical services (ts) reviewed then discussed that this device approximate time to explant from 11 months ago was five years and recently showed two and a half years. Furthermore, data analysis confirmed that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have the battery status re-evaluated in 90 days. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker longevity dropped for ten years in a short period of time. Boston scientific technical services (ts) reviewed then discussed that this device approximate time to explant from 11 months ago was five years and recently showed two and a half years. Furthermore, data analysis confirmed that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have the battery status re-evaluated in 90 days. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.